Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave was selected for use. The device was inserted into the patient but the physician was not able to deploy the catheter into flower shape and reported that one of the splines was broken. The device is expected to return for analysis. No further information was provided.